Event description:
The technician alleged that the brake casters were not holding. No patient impact.

Manufacturer narrative:
The technician found broken brake caster supports. The technician replaced the brake casters to resolve the issue.